Manufacturer narrative:
Journal title: direct implantation of rapamycin-eluting stents with bioresorbable drug carrier technology utilising the svelte coronary stent-on-a-wire: the direct ii study authors: stefan verheye et al link to article: doi: 10.4244/eijv12i5a101. (B)(4).

Event description:
It was reported in a journal article that a clinical study was carried out involving resolute integrity rx drug eluting stents. Fifty one patients received resolute integrity devices to treat 60% stenosis and calcified lesions on average. Patients were placed on aspirin and colpidogrel within 24 hours prior to the index procedure. During the procedure, 6 of 51 patients received pre-dilation prior to stent implant while 13 of 51 patients received post-dilation. Six month and one year clinical outcomes data showed that patients experienced adverse events including cardiac death, mi and clinically driven target lesion revascularization or surgical bypass.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.